Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000862. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the mobile viewing station (mvs) has no signal and an incorrect digital visual interface (dvi) port message. No patient present. On 2020-feb-25 it was reported that the site replaced the video card on the system and this resolved the issue.